Event description:
A 59 year old male with history of copd, pulmonary fibrosis and cocaine abuse presented with stemi vs nstemi. On 9/25 they underwent CABG with impella 5.5 implantation via right axillary artery. On 10/2 intermittent saturated flows with device still support in the patient and no action was taken. On 10/4 patient was weaned and impella 5.5 explanted without incident. During impella 5.5 support, intermittent saturated flow was observed. The physician was aware and chose to maintain support with the device until the patient was weaned from impella 5.5 support 4 days later. There were no adverse events related to this issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.